Manufacturer narrative:
Complaint details: surgeon reported that while pulling the dilator tubes up above the pubic bone, the tube detached from the plastic sheath. Complaint investigation: reviewed the lot history file for lot #q05055. The file includes results from a junction strenght test, which measures the break force between the dilator tube and the mesh sleeve. The acceptance criterion for this test ia minimum break force of 6.3 pound-force (lbf). All tested units passed, with results ranging from 13.8 lbf to 22.3 lbf. Additionally, a mesh strengh test was performed, which measures the break force of the mesh alone (with no sleeve attached). The acceptance criterion for this test is a minimum of 6.5 lbf. All tested units met this requirement, with results ranging from 13.5 lbf to 19.9 lbf. Investigation assesment is that the tube may have been pulled with excessive force.

Event description:
Surgeon reported while pulling the dilator tubes up above the pubic bone, the tube detached from the plastic sheath.